Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra distributor indicated that the device was disposed of and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the femoral artery using an indigo system separator 6 (sep6), an indigo system aspiration catheter 6 (cat6), and an introducer sheath (6f). During the procedure, the physician completed two passes in the target vessel using the cat6 and sep6. The physician then observed under fluoroscopy that the bulb of the sep6 had fractured in the femoral artery and used the cat6 to aspirate fractured bulb. A second sep6 and the same cat6 were then used to continue the procedure. After three passes with the second sep6, the physician noticed under fluoroscopy that the bulb of the sep6 had fractured in the femoral artery. It was reported that the bulb of the sep6 remained in the patient's vessel for approximately 30 minutes before a coronary balloon was used to guide the bulb into the cat6, allowing it to be successfully aspirated from the patient. Arterial flow was restored at this point and the procedure was deemed complete. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.